Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and no problem was found. The stm tested the iabp to factory specifications and it passed all tests. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use, and returned to the customer.

Event description:
The customer reported the cs300 had a leak while in use on a patient. A back up intra-aortic balloon pump (iabp) was used to continue therapy. No patient injury, death, or adverse event reported.